Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint that the dilator tip split during insertion was confirmed. The customer returned one dilator and one guide wire along with some other components. The customer also returned a picture of the damaged dilator tip. Visual examination of the returned dilator revealed that the body is slightly bent and the tip is damaged. Microscopic examination confirmed that the tip was damaged and further revealed that the tip was split three times and is flared out like a petal. This type of damage is consistent with a difficult insertion and with the guide wire being pulled against the tip either during insertion or removal. The dilator body length was measured at 10 cm from the hub base to the tip which is consistent with the length in the dilator graphic (length- 9.52-10.8 cm). The tip inside diameter could not be measured due to the damage. A lab inventory 0.035" long pin gage was used to perform functional testing since that is the same size guide wire that is packaged in the kit. The lab inventory guide wire was inserted into the proximal end of the dilator and passed through the distal tip with no resistance and indicating that there were no obstructions. Visual examination of the guide wire revealed that it was kinked, bent and unraveled other remarks: on the distal end. A manual tug test confirmed that the distal weld was broken and the proximal weld was intact. Microscopic examination revealed that both welds are full and spherical and that the core wire exhibited necking and at the broken end and remained in the j- bend shape. An unraveled guide wire is the result of a significant force being applied to the wire causing the core with to separate from the weld (i.e. Tugging the wire during removal). The core wire measured 60 cm in length and exhibited an outside diameter(od) of 0.805mm, which meets the length and od specification in the guide wire graphic(length-59.6- 60.4 cm; od-0.788-0.826 mm). The IFU for this product states to enlarge the puncture site with the cutting edge of a scalpel positioned away from the guide wire which is already inserted into the patient. The insertion procedure used was not reported and therefore it is not known if a skin nick was performed prior to the dilator insertion. In addition, the IFU states to not to apply excessive force in removing the guide wire. The device history records for the dilator and the guide wire were reviewed with no relevant findings observed. Based on the time of discovery and the information provided, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in anesthesia, the dilator tip was found split. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.